Event description:
Per the implant records, the patient was reported to have a history of degenerative disk disease l5- s1 and deep venous thrombosis (dvt) with multiple pulmonary emboli (pe). The right femoral artery was prepped and draped in sterile fashion and the femoral vein was accessed for placement of a j-tip wire into the inferior vena cava (ivc), followed by a dilator and sheath. An inferior venacavogram was performed showed good filling of the vena cava, no duplications, anomalies, or evidence of intra caval thrombus in the presence and location of the renal veins. The filter was placed and deployed below the renal veins. The patient tolerated the procedure well and an interbody fusion of l5-s1 was completed post placement. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, perforation of the ivc abutting an adjacent organ and fractured filter struts retained within the ivc, becoming aware of these events approximately five years and four months after the filter implantation. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, tilting, embedment and perforation abutting an organ. The patient reported becoming aware of tilting of the filter, perforation of the ivc abutting an adjacent organ and fractured filter struts retained within the ivc approximately five years and four months post implant. The patient also reported anxiety related to the filter. According to the implant record, the indication for the filter placement was degenerative disc disease of l5-s1, requiring surgery, and a history of deep vein thrombosis with multiple pulmonary emboli. The filter was placed via the right femoral vein and deployed below the level of the renal veins. The patient tolerated the procedure well and an interbody fusion of l5-s1 was completed post placement. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Trapease ivc filters are indicated for permanent placement. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, fracture, tilting, embedment and perforation abutting an organ. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt, filter-fractured - in patient, filter-tilt, perforation and device embedded in vessel or plaque¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ without images available for review the reported events could not be confirmed or further clarified. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, tilting, embedment and perforation abutting an organ.